Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing and mode switch due to fluid in both the ventricle and atrial ports on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty untightening the v-setscrew, noise from the device and header damage was not confirmed. Analysis revealed no header damage or anomalies. The ventricular setscrew was not returned from the field for testing. Electrical, mechanical, and longevity analysis was normal with no anomalies found.